Manufacturer narrative:
Device evaluated by MFR: the complaint device was not retuned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed in the late morning. The la pressure was greater than 10mmhg and the patient was in sinus rhythm during the time of implant. The patient's anatomy was very difficult with ostium measurements of 16-36mm, less depth. A 33mm watchman laa closure device was deployed and looked fine. The angle of the watchman access system was very sharp which meant that the access system needed to be withdrawn to perform the tug test on the closure device. While this was performed, the closure device moved a little proximal, but it was still in the laa. There was a shoulder of 6mm which was acceptable. The device met all release criteria and was therefore released. After release, the shoulder seemed to be bigger. About five minutes after the release of the closure device, it embolized into the left ventricle. The patient was still in sinus rhythm at this time. The patient was sent directly to surgery where the device was removed successfully by "minimal" surgery. There were no further complications. The patient was stable.